Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Damaged and broken instruments were reported. 0943-5-000 x-change iii connector had been hit and the flange was unable to be connected to instrument 0943-1-000 slinging. Item 0943-4-440 connection was blurred and unable to be connected to item. 0943-5-000. No replacement instrument was available. It was noted that the procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
An event relating to a damaged x-change iii instruments was reported. The event was not confirmed. Device evaluation could not be performed as the devices were not returned for evaluation. Medical records were not received for evaluation. Device history review could not be performed as the lot details were not provided. A review of the complaint history database could not be performed as the lot details were not provided. The exact cause of this event could not be determined based on the information available. No further investigation for this event is possible at this time.

Event description:
Damaged and broken instruments were reported. The 0943-5-000 x-change iii connector had been hit and the flange was unable to be connected to instrument 0943-1-000 slinging. Item 0943-4-440 connection was blurred and unable to be connected to item. 0943-5-000. No replacement instrument was available. It was noted that the procedure was completed successfully with no impact to the patient.